Event description:
It was reported that this patient received an inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) most likely due to oversensing of myopotential noise. Technical services (ts) analyzed device episode data and found that the system impedance was 150 ohms, and the amplitude of the r-waves were small while programmed on secondary vector. Ts discussed troubleshooting including chest x-ray for proper placement and testing in clinic. During isometric testing in clinic, the noise was reproduced on all vectors. The physician elected to turn off therapy. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.